Event description:
It was reported that an ilet user experienced repeated pump interruptions with ¿restart ilet 38¿ alarms and an ¿unable to proceed¿ alert after multiple restarts and supply changes, during which blood glucose was 203 mg/dl; the household also reported going through multiple infusion sets and dexcom sensors, and the pump was not delivering insulin. Symptoms included hyperglycemia. Outcomes included no injury and no hospitalization. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this device revealed a device motor stall consistent with a drug delivery failure not resolved by priming or rewinding. It was concluded that the device experienced a hardware-related motor stall affecting insulin delivery.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.